Manufacturer narrative:
Additional details have been requested regarding the reported event. However, the customer refused to provide additional information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the b30 scope communication error was caused by either a damaged connector part due to impact such as dropping the device, or because a foreign substance adhered to the electrical contact part due to insufficient cleaning. This resulted in a fault in the electrical contact and interrupted communication. The instructions for use include the following: "do not strike the camera head. The camera head may be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. Further inspection of the returned device found a leak was noted at the video connector. In addition, dead pixels were observed in the image on the screen. The coupler was worn out and damage. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, the unit was noted to be broken. It is unknown if the intended procedure was completed. There was no patient injury reported. The unit was returned for evaluation and found corrosion on the electrical contacts causing a b30 error code and no image which is considered a reportable malfunction.